Manufacturer narrative:
Philips has investigated this complaint. A third-party service engineer inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The engineer replaced the flexvision pc and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was not booting up. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.